Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets didn't recognize when the drawer opened. A field service engineer (fse) powered down the station, removed the back panel, reseated all cables on full height cubie drawer 5, closed the back panel, and powered on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure. The customer reported that the pockets doesn't recognize when the drawer opens. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.